Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. On (B)(4) 2014, a field safety notice ((B)(4)) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. The company is seeking this information through the event investigation. This is two of two reports (3007042319-2015-00488 and 3007042319-2015-00489) submitted for devices related to the same event.

Manufacturer narrative:
The reported event was confirmed via review of the controller log files, which revealed a power disconnect alarm and multiple premature power switching events. No testing was performed on the device (B)(4). Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and one battery with the potential to malfunction due to faulty internal cells. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-00488 and 3007042319-2015-00489) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the patient and medical staff that a controller changed to the second battery when the first battery had greater than 25% capacity still remaining. There were no alarms triggered, there were no log files. There was no reported consequence or impact to the patient. No additional information provided. This is report 2 of 2.